Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited far-field oversensing on the atrial channel, which resulted in inappropriate atrial tachy response (atr) episodes. Boston scientific technical services (ts) provided reprogramming recommendations. No adverse patient effects were reported. This crt-d remains in service.